Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The complaint investigator confirmed the locator abutment was returned fractured at approximately the 1st thread. The component was returned to the manufacturer zest for investigation. Zest quality department reviewed the component and found a fracture of the screw threads during use. The remainder of the threaded portion was found to be in specification with no material defect noted. The investigation review did not identify information suggesting the product contributed to the event. (B)(4).

Event description:
The doctor reported that the locator abutment fractured.